Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been responding to sound since (B)(6) 2017. The change in sound perception was sudden. There was no reported accident or trauma and no swelling or redness at the implant site. No other medical problems were reported.

Manufacturer narrative:
Additional information: based on information and in situ measurements received, damage to the stimulator housing possibly caused by an external impact appears likely. However, a device investigation at the explanted device is necessary to determine a root cause. A date for explantation has not been made available so far.

Event description:
The patient has not been responding to sound since (B)(6) 2017. The change in sound perception was sudden. There was no reported accident or trauma and no swelling or redness at the implant site. No other medical problems were reported. In situ measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits; in (B)(6) 2017 measurements were indicative of a device malfunction. Imaging reportedly shows electrode in place in the cochlea and no damaged wires could be seen. The patient will be re-implanted, but no date has been set yet.

Manufacturer narrative:
Additional information: based on information and in situ measurements received, damage to the stimulator housing possibly caused by an external impact appears likely. However, a device investigation at the explanted device is necessary to determine a root cause. A date for explantation has not been made available so far.

Event description:
The patient has not been responding to sound since (B)(6) 2017. The change in sound perception was sudden. There was no reported accident or trauma and no swelling or redness at the implant site. No other medical problems were reported. In situ measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits; in april 2017 measurements were indicative of a device malfunction. Imaging reportedly shows electrode in place in the cochlea and no damaged wires could be seen. The patient will be re-implanted, but no date has been set yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has not been responding to sound since (B)(6), 2017. The change in sound perception was sudden. There was no reported accident or trauma and no swelling or redness at the implant site. No other medical problems were reported. The patient has been re-implanted. .